Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error 2240 which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) explained the message to the home patient (hp) and had him recycle the power. The cycler then alarmed a system error 2367. The tsr informed to start over using new supplies. The hp said he press go before he connected. The hc was okay. There was patient involvement. Product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the alarm. The home patient (hp) stated that the issue was resolved by starting over with new supplies. The cause of the alarm was due to the hp pressing go before connecting. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, he did not receive any injury or medical intervention as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was not confirmed. The cause of the se 2240 is due to air being sucked into the disposable caused by the patient not connected when therapy initiated. This review finds the labeling adequate for the potential use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4). Baxter will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted.